Manufacturer narrative:
Analysis found that the customer's complaint was confirmed. The temperature test results were 120f for point 1, 127f for point 2 and 118f for point 3. The device was noisy, too dirty and shorted. The device was unable to pass hi-pot testing. If information is provided in the future, a supplemental report will be issued.

Event description:
A distributor reported that the device had excessive heat during setup. There was no patient involvement.